Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The stm followed helium leak troubleshooting guide and confirmed reported issue of helium leak at rg1. To address the issue the stm replaced the helium tank washer, which was supplied by the customer; the stm also replaced o-ring on rear of pump console due to degradation and lack of lubricant. The stm then performed a full pm, calibration, all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported by the end user that a helium leak occurred on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Event description:
It was reported by the end user that a helium leak occurred on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.